Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 500 (mg/dl) for 4 days. Customer administered correction boluses to treat the bg levels. System check with tandem technical support on 06/09/2016 indicated pump was performing as intended. Reportedly, customer administered a correction bolus for their elevated bg level on (B)(6) 2016 and did not enter their bg level of 500 (mg/dl) when programming the bolus. Also, customer uses humalog insulin in the pump cartridges for greater than 48 hours. Customer was reminded that humalog is indicated for use up to 48 hours, and instructed to read all prompts and enter bg levels for correction boluses. During follow-up on 06/09/2016, customer reported that their bg levels had decreased and no additional assistance was needed. Recommendation was made to consult with health care provider to discuss diabetes management.